Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description: the reported field event of helix damaged with retraction was not confirmed. Analysis was normal. No anomaly was found.

Event description:
It was reported that the lead was attempting to be implanted, however was abandoned due to several lead dislodgement during implant. Lead exhibited helix extension retraction issues and possible damage.